Manufacturer narrative:
The lens was returned in folded white gauze material inside a biohazard sample bag. Viscoelastic was dried on the lens. The optic was cut into pieces and the optic edges were broken in two areas. The root cause cannot be determined for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The explanted lens was returned in pieces. Information in the file indicated that the company lens was removed and replaced with a company lens with different model. This may suggest that the replacement lens model was a better selection for the patient's vision needs or preferences. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced eye strain for near vision and insufficient near vision. The iol was exchanged in a secondary procedure 29 days following the initial procedure.